Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The history log for this device showed the pad-pak was installed in june 2010 and performed to specification up to the 16th september 2012. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(4) 2012 and the (B)(4) 2015. The pad-pak became depleted a further pad-pak was installed during this time.investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain meaured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo-pins however this did not affect the devices ability to deliver therapy.the pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.